Manufacturer narrative:
Additional narrative: a pd evaluation was conducted. The report indicates that the returned device shows light use during its 6.25 year lifespan. The silver measuring rod is deformed and the hooked tip is broken off. Drawing 319_004, rev. G for the device(s) was reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use and did not contribute to this complaint condition. The returned instrument(s) are used during mini fragment plate implantations in the foot, hand, and craniofacial area; and proper use and maintenance are addressed in technique guide j8688-c. The complaint condition was caused by method of use, damage during sterilization while in the disassembled state, rather than the design of the instrument. This complaint condition is possibly a result of method of use, instrument age, inattentiveness during sterilization, and not the device's design. Because of this, the complaint is determined not to be a result of a detected design deficiency. The returned part(s) are determined to be suitable for their intended use when used and maintained as recommended. This complaint is confirmed, but the design of the device did not contribute to this complaint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, a service review of manufacturing records has been requested subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service history review was conducted. The report indicates that no service history review can be performed as this is a lot controlled item. The manufacture date of this item is 11-apr-2008. The source of the manufacture date is the release to warehouse date. Additional evaluation was conducted. The report indicates that the customer reported the tip of the depth gauge broke off in a patient, but was retrieved. The item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit on 26-aug-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The service and repair department documented that the tip of the depth gauge broke; the broken portion of the depth gauge was retrieved from the patient. A mini frag depth gauge was used to complete the procedure. No delay. No adverse event to the patient. This is report number 1 of 1 for (B)(4).